Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, there was no specific injury to any staff members, and philips was contacted for the awareness of the table being heavy to move. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. Upon inspection, the fse determined that the tilt potmeter assembly, ad7(nt) heigth potmeter assembly, ad7x lateral brake assembly and ad7xt lateral potmeter assembly required replacement. The fse replaced the above-mentioned parts. The system has been repaired, tested, and returned to clinical use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a serious injury and as such the complaint was reported. Since that time, new information has been received confirming that a serious injury did not occur. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that, also after the involvement of an engineer, the patient table was heavy and difficult to move and that users reported neck and back pain when attempting to reposition heavier patients (90 kg or more). No further details regarding the alleged injuries have been provided at this time. An investigation into this complaint has been initiated by philips.